Manufacturer narrative:
The device history record (DHR) of clavicle plate (21122-10) was inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. As stated in the surgery report, the patient had additional rip and pelvic fractures and walked with crutches 1, 5 weeks after surgery. When using crutches at a clavicle fracture, the entire load runs over the clavicle and leads to a high bearing, which caused the plate breakage.

Event description:
It was reported that a clavicle plate, medial, 3.5mm, 10-hole was determined to be broken postoperatively. Original implant date (B)(6) 2017. A revision surgery was performed on (B)(6) 2017.